Manufacturer narrative:
The additional vessel closure device referenced is filed under separate medwatch report number. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices was attempted in the right common femoral vein via 6fr sheath using the preclose technique prior to a watchman procedure. Reportedly, when the plunger was pulled removed, the sutures pulled out of the vein with both proglide devices. The sheath was upsized to a 10fr then 16fr and the procedure was completed. Hemostasis was achieved using a z-stitch. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.